Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of the "rutina" protocol, which started at 18:46pm on (B)(6) 2022 and failed at 07:54am on (B)(6) 2022, in association with event code "111" indicating that the retort a manifold was not hot and to contact service if a protocol if running a protocol. The condensate bottle initially moved out of contact with the corresponding sensor at 23:27pm on (B)(6) 2022 and continued to be intermittently undetected by the sensor until 00:49am on (B)(6) 2022. When the connection between the condensate bottle and the corresponding sensor was re-established, the information available indirectly confirms that at least the second last clearing (xylene) step was performed at a reduced duration due to the generation of 10 instances of event code 13. Although it is not possible to confirm the duration of other prior processing steps because truncated instrument logs only (incident logs) were provided for manufacturer evaluation, it is also considered very likely other prior processing steps would also have been performed at a reduced duration. The reduced duration of processing steps would have resulted in insufficient time for adequate heating of the retort manifold, which resulted in failure of the protocol at 07:54am on (B)(6) 2022. Details of the regimen used to continue processing of the patient tissue samples from this failed protocol were not provided. Manufacturer evaluation of the information available determined that peloris ii tissue processor serial number (B)(4) functioned as designed between (B)(6) 2022. The root cause of the circumstances reported by the complainant was that the condensate bottle was intermittently not in contact with the corresponding sensor from 23:27pm on (B)(6) 2022 until 00:49am on (B)(6) 2022. The root cause of the condensate bottle moving out of contact with the corresponding sensor could not be unequivocally determined from the information available.

Event description:
The complainant contacted leica biosystems and the following information was documented in relation to peloris ii rapid tissue processor serial number (B)(4): "the problem is fault 13 starts with the bottle of condensate at 7:46 am, inserts and resumes the routine program from the last alcohol. He passes 2 xylol of 45' and gives the following failure in the third at 7:55 a.m. Fault 111 the retort connector is not hot (alarm stops and the process is paused, remaining in xylol)." On 13 january 2022, leica biosystems melbourne received information from the leica field support scientist-portugal and gallica that there was no impact to diagnosis and no indirect harm to any patient(s) due to the circumstances involved in this complaint.